Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the setscrew was backed out too far.there was difficulty encountered when attempting to insert a known good lead into the connector port. Several of the connector edges as well as the weld pools on the connectors got stuck on the edge of the #0 connector of the ins depending on the lead orientation. The bore of the strain relief insert appeared slightly angled and did not align with the opening of the #0 connector.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0wu55, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the ins (B)(4) found no evidence of anomaly.

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The manufacturing representative reported that during a procedure the lead would not advance into the header. They tried backing the set screw back to turns but this was no different. A different device was used and the lead slid right in. The issue was resolved at the time of this report.